Event description:
It was reported that the patient¿s blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the cannula did not properly insert into the infusion site (unspecified) and that the cannula was bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.